Event description:
Allegedly patient's device popped out of socket and is in pain believed to be from metallosis.

Manufacturer narrative:
This is a reportable malfunction. Investigation is not complete. Trends will be evaluated. The event is addressed in the package insert. Based on the information reported, the component has not been revised to date. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-00403, 00405, 00406.

Manufacturer narrative:
Conclusion: no conclusion can be drawn.